Event description:
It was reported that an intraocular lens (iol) subluxed and will need to be removed. Through follow up, it was learned that the surgeon has no idea who the implanting physician was and had no other information. No further information is available.

Manufacturer narrative:
Telephone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: 4581 device decentered or dislocated or tilted subluxated or wrong position. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.